Manufacturer narrative:
Medtronic received the following information regarding ¿anatomical characteristics are associated with aneurysm sac regression after endovascular repair¿  van rijswijk re, leeuwerke sjg, alblas d, geelkerken rh, reijnen mmpj, groot jebbink e, wolterink jm. J vasc surg. 2025 dec;82(6):2023-2035.  Doi: 10.1016/j.jvs.2025.07.045 a2: average age a3a: majority sex date of publish used for incident date in section 2.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the following information from a journal article entitled¿ anatomical characteristics are associated with aneurysm sac regression after endovascular repair¿ the timeframe for this study was over a eight year period. Endurant and non mdt stent grafts were implanted in patients for the treatment of abdominal aortic aneurysms.  The following adverse events were reported: aneurysm enlargement , aaa related re intervention , post-implant syndrome  no additional information was provided in related to a medtronic device.